Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device replacement, increased threshold of an existing lead was confirmed. Therefore, the existing lead was capped and a new lead was inserted intravenously during the replacement.